Manufacturer narrative:
The device remains in service with the new lead. The explanted lead was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an isolated out-of-range (oor) pacing impedance measurement of greater than 3,000 ohms. A lead revision was being considered, but the physician also needed information about the minute ventilation (mv) sensor advisory. The field representative later confirmed the physician tested the ra lead and found the oor impedance was in the bipolar configuration. The ra lead was explanted and replaced with a competitor's lead. No additional adverse patient effects were reported.